Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, compound muscle action potential (cmap) and palpation confirmed that the phrenic nerve motion stopped. After stopping ablation, phrenic pacing was performed but there was no twitching. The left pulmonary vein was ablated with cryo and the right pulmonary vein was ablated with radiofrequency. Post procedure, fluoroscopy showed that the diaphragm was in a higher position than normal. The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple applications were performed with catheter, 2af284 with lot number 94698 for the date of the event and did not show any issues; however, some injections were non-sustained. The balloon catheter was not returned and no malfunction was reported. A known clinical issue (phrenic nerve palsy) was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.